Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime process. The blood glucose reading is 126 mg/dl. The insulin pump will be replaced. Nothing further reported.